Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not received for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medsun report from the FDA which states, "this pump allowed free flow of a concentrated heparin drip to infuse into the patient. The pump was sequestered and while sequestered the door assembly spontaneously broke away from the body of the pump - not at the hinges - but the actual assembly broke the plastic body of the pump. Postponed phase 2 of the syringe pump implementation. There have been too many pump software and hardware issues experienced during phase 1."

Manufacturer narrative:
.